Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1829570. Port & catheter, implanted, subcutaneous, intravascular allegedly experienced device dislodged or dislocated. This report was received from a single source. This event did involve patient with no patient consequences. The patient is 68 years of age, the gender is male, and the weight is 180 lbs.

Manufacturer narrative:
The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged dislodged septum as no objective evidence has been provided to confirm any alleged deficiency with the septum. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The device was labeled for single use.

Manufacturer narrative:
For the one reported event, the device was returned to bd and evaluated. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 1829570 port & catheter, implanted, subcutaneous, intravascular the patient alleged pressure towards the end of the CT scan. This report was received from a single source. Of the one event, did involve patient with no reported patient injury. The patient is (B)(6) years of age, the gender is male, and the weight is (B)(6).